Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-13802. The pt had two leads from the same lot number. It was reported the pt was dissatisfied with his scs system and it was explanted approximately 2 1/2 months ago. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.